Event description:
It was reported the patient developed a red, scattered rash on entire abdominal rea. The rash has persisted for approximately 1 month and although the patient has trial anti-fungal powder, there have been no signs of improvement. The patient was referred to dermatologist and was advised to use an alternate adhesive. A biopsy was performed by the dermatologist; however, the results of the biopsy were not provided. No additional information was reported.

Manufacturer narrative:
A review of process records for icc code 413166 revealed no non-conforming process samples. Product was produced according to validated quality and manufacturing procedures. Components were approved for use per quality system requirements. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown.